Event description:
It was reported that the annotation for one image would intermittently carry over into the next image. When this occurs the system has to be rebooted to correct the annotation error.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.